Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed surgical tool marks on both top and bottom covers. This is believed to have occurred during revision surgery. In addition, the bottom cover was dented. The photographic imaging inspection revealed disturbed wirebonds at the digital chip. The device failed the system lock test. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed surgical tool marks on both top and bottom covers. This is believed to have occurred during revision surgery. In addition, the bottom cover was dented. The photographic imaging inspection revealed disturbed wirebonds at the digital integrated circuit chip. System lock was obtained up to a certain spacing, but device was identified as known implant. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The internal visual inspection revealed shorted wirebonds on the digital chip. The device passed the mechanical tests performed. The failure of this device is attributed to shorted wirebonds at the digital integrated circuit chip, which prevented the device from achieving lock. A corrective action was implemented. This is the final report.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.